Manufacturer narrative:
The patient's medical records were received. A clinical investigation will be completed and a supplemental report will be submitted. The device was not returned to the manufacturer for evaluation for the reported event. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient's medical records revealed the patient was hospitalized due to dehydration on an unknown date. The patient was diagnosed with hyperosmolar syndrome. The patient was released from the hospital.